Event description:
It was reported that during a thyroidectomy, white particles were noticed in the body cavity. The procedure was completed with the same device. There was no consequence to the patient

Manufacturer narrative:
Date sent: 5/20/2008. Information not available, device not returned for analysis. .